Event description:
Rn and physician were priming and setting pressures for a vitrectomy case. The vitrectomy pack cassette used with the constellation vision system machine could not maintain the needed pressures. The physician felt that it was an issue with the vitrectomy pack. The pack was switched out for a new one and no other problems were noted.